Event description:
It was reported that a spectrum pump failed psi (pounds per square inch) test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h2, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "failed psi test" was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.